Event description:
Procedure type: c-section. According to the reporter: the pt suffered from an evisceration 5 days after the c-section after a bowel movement. Re-operation of pt in the operating room.

Manufacturer narrative:
(B)(4).